Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: this is the same case reported in tracking numbers (B)(4); the serious injury will be reported on this report. As needle passed through tissue it broke. The needle fragment was left in the patient. The needle could not be found and is believed to be in the patient cavity. Attempted to palpate for it and searched with fluoroscopy. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.